Manufacturer narrative:
Per -1610 initial report. This initial report is being submitted retrospectively as per FDA request. To aid the investigation of this event, post primary and pre revision x-rays, operative notes, patient medical history and patient age and activity level was requested, however, this information was unavailable and thus there was only very limited information for this investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has been informed that the surgeon reported that the loosening of the cup was "probably due to a deficient acetabular wall or possible fracture and not due to a fault with the trinity cup". Based on the information available it has been concluded that the reported event was due to a patient condition and not due to a malfunction of a corin device and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, screws, head and liner after approximately 8 months due to loosening of the cup.